Event description:
The orthopedic surgeon was performing a complex ankle fracture repair. During the drilling procedure, a piece of the drill bit broke off in the pt's right ankle; the distal tibia. Prior to closing the procedure, the surgeon elected to leave the drill bit in place, totally embedded in the bone. This issue was explained to the pt. Additionally explained to the pt, was the tact that this would not likely cause the pt any problems. Removing this drill bit would have caused more extensive damage to the bone and the surgeon did not want to risk the chance. Diagnosis or reason for use: placement of a screw.